Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that panel phoenix nmic/ID-307 ID results are inconsistent. The following information was provided by the initial reporter: discovered that the ID occasionally does not match our pcr results the first time it is setup, but upon repeat setup from our purity plate, the ID changes and matches our initial pcrid.

Manufacturer narrative:
New rows were added to this complaint and should be reported as following. D4. Medical device lot #: 2249522, d4. Medical device expiration date: 2023-09-30, h4. Device manufacture date: 2022-09-06. D4. Medical device lot #: 2263149, d4. Medical device expiration date: 2023-10-31, h4. Device manufacture date: 2022-09-20. D4. Medical device lot #: 2235337, d4. Medical device expiration date: 2023-09-30, h4. Device manufacture date: 2022-08-23. H.6 investigation summary: this complaint is not confirmed. This complaint is for misidentification of e. Coli when using phoenix panel nmic/ID-307 (449289) batch numbers 2249522, 2263149 and 2235337. The customer did not provide panel returns, lab reports or isolate returns but provided photos for the investigation. The photos show the inconsistent identification results from multiple panel tests and pcr testing. To investigate, three (3) retention panels each from complaint batches 2249522, 2263149 and 2235337 were tested using qc isolates of e. Coli a25922 on a phoenix m50 instrument and evaluated for identification results. All nine (9) panels identified correctly as e. Coli, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batches. A review of complaints revealed no additional complaints on batch 2263149, three (3) additional complaints on complaint batch 2249522, one (1) of which is related to this defect and three (3) additional complaints on batch 2235337, two (2) of which were related to this defect. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that panel phoenix nmic/ID-307 ID results are inconsistent. The following information was provided by the initial reporter: discovered that the ID occasionally does not match our pcr results the first time it is setup, but upon repeat setup from our purity plate, the ID changes and matches our initial pcrid.